Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 08/20/2018 stating that on (B)(6) 2018 there was noise seen on the said lead. Ra noise intervals were not 108, 150, 375 milliseconds. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).